Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported. Patient was in good condition.